Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating test, and basic occlusion test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit alarmed pump error 63 during self-test due to poor solder joints at ambient light sensor on keypad assembly. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched lcd window, and keypad overlay texture damage. Unit was monitored without battery for 10 minutes. No unexpected replace battery now noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the replace battery now alarm recurred after inserting a new battery. Customer's blood glucose level was 9.5 mmol/l. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis.